Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, when the needle plunger was removed it was noted that a cuff miss had occurred. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.